Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced low blood glucose on the week of (B)(6) 2019 with blood glucose of 50 to 60 mg/dl at the time of the incidents. The customer used food to treat. The customer experienced symptoms such as chills and sweats. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and it was found that the customer was not disconnected during the rewind/ prime sequence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The information that provided in incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.